Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports that the safety device on the butterfly will not engage, and when it does engage, the device comes loose causing the needle to stick. One needle stuck after use. The customer further states that the product does not engage; it also became loose and one needle got stuck.

Manufacturer narrative:
An investigation was performed for the reported customer complaint: ¿the complaint states that the safety device on butterfly will not engage, and when it does engage, the device comes loose causing the needle to stick. One needle stuck after use. The customer further states that the product does not engage it also became loose and one needle got stuck.¿ a review of the device history record (DHR) was conducted identifying no additional information. No sample was received for evaluation. Therefore, no potential corrective actions could be identified. The reported complaint could not be confirmed. A root cause could not be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.